Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in false atrial tachy response (atr) episodes. Technical services (ts) advised reprogramming. It was noted that the health care professional (hcp) will implement the reprogramming options ts advised. The device remains in use. No adverse patient effects were reported.